Event description:
The software product mentioned in this medwatch report may not be a medical device; however, cerner has chosen to file this medwatch report to voluntarily notify the FDA of the resolution of a malfunction associated with this software product. The issue impacted the cerner millennium sepsis solution within the cloud-based product, affecting one customer. The reinstall of the older software package reintroduced a previously remediated defect. Cerner corrected the installation and restored normal sepsis notification functionality, and no related product issues, adverse events, or patient harm have been reported.

Manufacturer narrative:
Cerner has completed its investigation into this issue and determined that the issue occurred as a result of a customer installation of an older software package which reintroduced a previously remediated defect. Cerner has corrected the installation. Cerner retrospectively deemed this incident reportable.